Event description:
During a knee arthroscopy utilizing the endobutton cl ultra pac, 1.2 it was reported that when using the drill from the endobutton pack with a k-wire the tip of the drill was broken off (1 cm) inside the patient. The tip was not removed and remains in the patient. The k-wire was bent before using the drill. A back up device was available to complete the case. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one drill from the endobutton cl ultra pac, 1.2 was received for evaluation of the reported complaint failure mode ¿drill tip broken off¿. The device was visually examined and the failure mode was confirmed. The case description stated that the piece of the drill tip remains in the patient and that the passing pin (k-wire) was bent prior to using the drill. This drill is not flexible and should not have been utilized in this fashion. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. The instruction for use (IFU) 1060440 states: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ (B)(4).